Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2010 and mesh, pelvisoft acellular collagen biomesh and elevate were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, dyspareunia, recurrence, and urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal mesh exposure, vaginal bleeding and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2010, due to vaginal polyp, recurrent cystocele. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.